Manufacturer narrative:
Patient age/date of birth and weight are unknown. However, patient over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an early morning colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, multiple biopsies were taken from the colon. No devices issues were visible during use. The procedure was completed with this radial jaw 4 biopsy forceps device. Reportedly, the device was inspected/tested prior to use and no anomalies were noted that evening, the patient presented with bleeding and returned to the emergency room. A follow-up colonoscopy was performed and found bleeding at the biopsy sites. The physician attempted hemostasis using clips, and although the clips worked properly, the bleeding continued. The patient then was sent for surgical resection to stop the bleeding, and was hospitalized for 10 days. The patient's condition post hospitalization was reported as being stable.